Event description:
The pt was emergently transferred to hup for thrombolysis. CT angiography showed complete mid basilar artery occlusion which was confirmed by catheter angiogram. Attempted reopening of the basilar artery using thrombolytic medication and angioplasty was unsuccessful. Tortuosity of the vertebral arteries combined with the stiffness of other available stents prevented introduction of any stent into the intracranial circulation except for the enterprise stent. An enterprise stent was placed across the occluded segment of basilar artery with improvement of antegrade flow as well as evidence of hemorrhage. The account indicated that the pt responded well to the enterprise vrd devices implantation. The physician indicated that the event was not related to the devices because they would have expected the event to occur right after implantation. Additionally, the account believes the event was the cause by hyperfusion after the occluded vessel was opened.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.